Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (soft bone), immediate implantation, mobility. (B)(6) and (B)(6) are the same patient.